Event description:
During follow-up, premature battery depletion was observed. Device replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Electrical and mechanical analysis performed under nominal conditions indicates normal functionality. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Additional information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.